Event description:
Device malfunction: entanglement. Time of malfunction: during procedure. Symptoms/ae: none. Literature review: it was reported that a physician successfully placed an rx accunet in an internal carotid artery (ica). During a post-dilatation maneuver, the balloon was advanced without visualizing the markers and the tip of the dilitation balloon became entangled with the rx acunet. The filter/balloon combination was moved gently retrograde until the balloon straddled the ica lesion. The balloon was inflated in the lesion and the sheath was advanced over the lesion as the balloon was deflated. The accunet was withdrawn into the sheath with simultaneous aspirations and successfully removed. A second embolic protection filter was placed. There were no adverse patient effects reported. No additional information is available.

Manufacturer narrative:
The device was discarded. The lot number was not identified; therefore, a device history review could not be performed. Attachment: campbell, john e, et al. Endovascular rescue of a fused monorail balloon and cerebral protection device. J endovasc ther 2007; 14:600-604.